Event description:
Customer reports to have received a button error alarm. Customer reports to have changed batteries several times and received a keypad anomaly. Customer states keypad locked and cannot get insulin pump to adjust. Customer's blood glucose was 176 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, battery tube threads and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.